Event description:
It was reported that, while the patient was sleeping, there was a communication error during operation after approximately 36-48 hours of pod wear. This resulted in the patient's blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, the mechanism rails, the slide insert, the chassis, the catch beam, and the bottom battery. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. Due to the timing of the housing damage being unknown, it is inconclusive what impact, if any, the housing cracks may have contributed to the observed corrosion as a result of possible fluid ingress. It could not be determined if the cracks contributed to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
After additional complaint review conducted on (B)(6) 2026, the investigation findings and investigation conclusions codes were corrected.